Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was ripped in half. A 16x2.50mm rebel stent was selected for use to treat the target lesion. However, it was noted that the stent "rip" in half. No patient complications were reported.